Event description:
It was reported that the doctor found it "difficult to pass the stylet through the lead after taking it in and out several times." It was not implanted and will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. The defib conductor is distorted and there is blood in/on the helix/lobe mechanism. Damaged at implant.